Manufacturer narrative:
The pump passed the self test. The pump beeps and vibrates properly during testing. The pump sound and vibration settings increased/decreased volume audio feature functioning properly. All buttons function properly. The thump and carelink software was utilized and downloaded trace/history files properly. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 05-apr-2025. The sc1 cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Customer alleged not confirmed for not low volume and low vibration. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump had a low sound and low vibration. The customer had issues with the buttons of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the vibrate anomaly, and the customer confirmed audio options were enabled. The customer conducted an audio test, and the pump did not pass. Troubleshooting was performed for the keypad anomaly, and all buttons were responsive after troubleshoting. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.